Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values, where the cgm reading was high, and the insulin pump administered insulin based on this read. The insulin treatment caused a significant drop in the blood glucose level and the patient lost consciousness. An ambulance was called by the parent. When a fingerstick was taken the blood glucose reading was 43 mg/dl. The patient was given intravenous treatment with glucose. The patient recovered, and the paramedics left after 3 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient had a muscle pain, and there was a bit of seizure. It was understood that the muscle pain was caused by the seizure. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.